Manufacturer narrative:
Exact date of event is unknown. (B)(4).

Event description:
An talent/aneurx stent graft system was implanted for treatment of an abdominal aortic aneurysm approximately five years ago. It was reported that the patient presented to the emergency department several weeks ago with an acute rupture. The physician had no idea of when or where the index procedure took place nor what appears to be a secondary procedure took place. The physician had to explant the device, and did not know which device(s) he partially or completely removed. The physician stated there was an apparent type I endoleak and also stated that there was a tear in the graft (type iii endoleak) where a "z" stent had perforated the graft material. The physician stated there was severe angulation of the infrarenal neck and a tortuous aorta which could have contributed to the event. The physician also noted a modular (type iii) leak of the limb from the gate. The physician cut the talent graft off, leaving the suprarenal struts and some graft material in place (he could not remove it from the patient) and sewed his graft onto the remaining portion. The physician stated he thought the patient had not had any follow-up in at least two years. The patient was very sick post procedure with poor distal pulses bilaterally.